Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a motor error. There was unknown patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
D3: correction. H3: one device was returned for repair with complaint that the device had a motor error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Motor not running was found in the event history log. Visual/functional testing was performed, and the reported problem was verified during infusion/occlusion testing. The main printed circuit board (pcb) was replaced to resolve the issue. Device passed all functional tests post repair.